Event description:
The patient reported on (B)(6) 2025 they experienced skin irritation in the form of redness, irritation and open sores while using the universal patch. The patient did seek medical attention and was prescribed a topical steroid to treat the irritation. The patient also self-treated with an otc medication (cortisone). The patient followed skin prep instructions.and does not have a history of skin sensitivity/allergy to metals or adhesives. The patient did take a break in service and opted to continue the break until the flexwire adaptor is received and clearance from physician is given.

Manufacturer narrative:
The patient reported on (B)(6) 2025 they experienced skin irritation in the form of redness, irritation and open sores while using the universal patch.the patient did seek medical attention and was prescribed a topical steroid to treat the irritation. The patient also self-treated with an otc medication (cortisone). The patient followed skin prep instructions and does not have a history of skin sensitivity/allergy to metals or adhesives.the patient did take a break in service and opted to continue the break until the flexwire adaptor is received and clearance from physician is given. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.